Event description:
It was reported that the patient received multiple inappropriate shocks due to supraventricular tachycardia (svt). The device number of intervals to detect (nid) was reprogrammed, and the device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.